Event description:
It was reported that after a laminectomy/discectomy operation, there was heavy bleeding. Surgicel was used for hemostasis but contrary to the MFR's instructions, it was left in place at the end of the operation. Compression did occur leading to cauda equina syndrome, which has left the pt wheelchair bound and doubly incontinent.